Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve via the left femoral access, the device success was reported as not successful. Further details were not provided. Following the implant of the valve, moderate periprosthetic insufficiency and moderate intra-prosthetic insufficiency were observed. An electrocardiogram (ECG) identified first degree atrio-ventricular block and a left bundle branch block (lbbb). At discharge, moderate periprosthetic insufficiency was observed. Treatment was not reported for rhythm issue nor for the aortic insufficiencies. The patient was discharged home. Additionally, it was reported that one year and seven days post valve implant at a follow up, an electrocardiogram (ECG) was performed which showed the left bundle branch block (lbbb) remained. Moderate posterior periprosthetic insufficiency was also present. Treatment was not reported for rhythm issue nor for the aortic insufficiency. Approximately two years and one month following the valve implant, no periprosthetic insufficiency or aortic insufficiency was observed. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.